Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak and shaky. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 69, 65, 75 and 82 mg/dl. The customer¿s expected non-fasting blood glucose test result range is 80-100 mg/dl. At the time of the call the customer reported symptoms of feeling weak and shaky; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 69 mg/dl and 97 mg/dl using true metrix go meter. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 05/24/2023 and open vial date is 08/17/2022. The meter memory was reviewed for previous test result history: result 1: 69 mg/dl, date: (B)(6), time: 11:49 am non-fasting, result 2: 65 mg/dl, date: (B)(6), time: 11:27 am non-fasting, result 3: 75 mg/dl, date: (B)(6), time: 11:26 am non-fasting, result 4: 82 mg/dl, date: (B)(6), time: 11:24 am non-fasting, result 5: 94 mg/dl, date: (B)(6), time: 09:17 am unknown.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.